Manufacturer narrative:
The results of the investigation are inconclusive since the device was not received in the product performance engineering lab for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the valve of the sheath was leaking. The procedure was completed using the same sheath with no adverse patient consequences.